Manufacturer narrative:
Patient age, gender, and weight are unknown. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
Note: this report pertains to one of two flexima biliary stents used in the same procedure. Manufacturer report # 3005099803-2012-01155 addresses the first device, while manufacturer report # 3005099803-2012-01156 addresses the second device. It was reported to boston scientific corporation that two flexima bilary stents were used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2012. According to the complainant, during the procedure, when the first stent was attempted to be released in the common bile duct, the guide catheter broke. The broken guide catheter remained within the push catheter enabling the delivery system to be removed in one piece. The second stent was then inserted and during deployment of the stent, the guide catheter broke. The broken guide catheter remained within the push catheter enabling the delivery system to be removed in one piece. The procedure was completed with this device, however, as the stent was able to be implanted. No other damage was noted to either device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.